Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, as the device was being pulled out of the patient after deploying the bands successfully, the ligator head fell off inside the patient. The ligator head was able to be retrieved with a rat tooth forceps and the procedure was completed at this time there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.